Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4): the meter passed testing with no faults found. The meter was found to function properly. A DHR (device history record) was completed for this product and no deviations, non-conformances, or reworks were observed. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Event description:
The lay user / patient contacted lfs france on (B)(6) 2012 alleging that his one touch ultra easy meter would not power on using a test strip and also without using a test strip. A medical surveillance specialist (mss) sent follow up questions and obtained the following information: the patient mentioned that prior to testing on (B)(6) 2012 at 9:00 am, he had developed symptoms of a headache, shaking, tired and a strange sensation in his feet. Approximately 10 minutes later the patient attempted to test his blood glucose and lfs meter and the meter would not power on with and without a test strip. The patient tested on a friend's freestyle meter at 8:00am and obtained a 71 mg/dl and at 12:00am obtained a 38 mg/dl on the freestyle meter. The patient self-treated with sugar and did not seek any further medical attention or contact his physician for assistance. The symptoms lasted 1-2 hours. The patient retested after self-treatment and obtained a 160 mg/dl on the freestyle meter. The patient mentioned that the last reading was able to obtain on his lfs meter was 72 mg/dl on the morning of (B)(6) 2012. A normal blood glucose reading is between 90-12 mg/dl before meals and 120-140 mg/dl after meals. Since then he has been using his friend's meter to test his blood glucose. The patient continued to take his diabetes regimen on a regular basis. The patient test approximately 6x a day. The meter did not power on by pressing the power button. There is no indication that there was a misuse of the product. The batteries do not need to be replaced. The alleged issue was not resolved over the phone. The complaint is being reported since the patient alleged that due to the meter not powering on, he was unable to test developed symptoms suggestive of a serious injury and had to self-treat with sugar.